Event description:
Essure implant causing pelvic pain and other major issues for patient. This patient was given just one implant on her left fallopian tube against indications. Patient became pregnant within one year after implant and had to have tubal ligation with the implant still in place. Patient has had continued medical problems from this implant.